Manufacturer narrative:
The device was returned for analysis. The mechanical jam was confirmed based on the confirmed deformation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are likely due to the circumstances of the procedure. In this case, it is possible the guide tube bent during insertion causing the difficulty in deploying the plunger; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with a prostyle device using the pre-close technique prior to an interventional watchman procedure via an 8f sheath. Reportedly, step 2 could not be completed due to resistance. While removing the device from the patient, the needle was noted to be bent outward. The pre-close technique was abandoned. The sheath was upsized to 15f and the watchman procedure was completed. Hemostasis was achieved via figure-of-eight suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.